Manufacturer narrative:
MFR received info from an insurance company alleging that an invacare concentrator caused a house fire in the consumer's home. Nature of complaint would suggest an external source. Some photos were provided, but were unclear. MFR continues to investigate. MDR filed as a conservative measure.

Event description:
The concentrator allegedly caused a house fire in the consumer's home. No injury is alleged.

Manufacturer narrative:
(B)(4) 2012 - follow-up #001. (B)(4) issued mfg report #1525712-2010-00027. The device, concentrator, model #irc5po2, serial #(B)(4), was evaluated by photos. No serious injury alleged. Product was approximately 1 year old at the time of the incident with no previous complaints. Concentrator was present in a house that caught fire. Photos were evaluated by engineering. After reviewing the photos, engineering stated that the concentrator was not likely the source of the fire since half the concentrator remained and damage was more extensive externally than internally. Product return is not expected. A more thorough analysis would require product return. Malfunction has not been established. Manufacturer received information from an insurance company alleging that an invacare concentrator caused a house fire in the consumer's home. Nature of complaint would suggest an external source. Some photos were provided but were unclear. Manufacturer continues to investigate. MDR filed as a conservative measure.

Event description:
The concentrator allegedly caused a house fire in the consumer's home. No injury is alleged.